Manufacturer narrative:
The device was received with the soft cannula deployed. Inspection of the fluid path found a tear in the exposed portion of the soft cannula, which resulted in fluid leaking from the pod. It could not be determined when or how this damage occurred or if this contributed to the reported event. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 19.1 mmol/l (343.8 mg/dl) while wearing the pod between 5 and 24 hours when insulin began leaking. As treatment, a new pod was placed.